Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) detected a rise in impedances on this defibrillation lead. At implant, the pacing impedance was 800 ohms and later reported at 1783 ohms. Shock lead impedance was reported as 53 ohms. Thresholds were also rising. It was then later reported that there was allegation of a possible fracture of this lead. No adverse patient effects were reported.

Manufacturer narrative:
Information suggest these products remains in-service. Resolution was requested from the field. No further information has been provided to date. Should additional information become available this event will be updated.

Manufacturer narrative:
Information suggest these products remains in-service. Resolution attempts were requested from the field. The field representative was had not been notified of the situation and could provide no further details. Should additional information become available this event will be updated.

Event description:
--